Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk data show minimum and maximum right ventricular pace impedance rising steadily beginning (B)(4)-2010 with values of 988/1064 ohms, to last recorded values of 1691/1843 ohms on (B)(4)-2010. Patient alerts occurred on (B)(4)-2010 and (B)(4)-2010 due to lead impedance. An additional alert for a failed transmission was also noted. A ventricular fibrillation episode recorded (B)(4)-10 with average ventricular cycle of 200 ms and duration of 0:00:09 seconds.

Event description:
It was reported that the right ventricular lead impedance has steadily increased and is high. The lead is still in use. No patient complications have been reported as a result of this event.